Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative in regard to a patient receiving dilaudid 15 mg/ml at 2.606 mg/day and bupivacaine. The indication for use (IFU) was listed as non-malignant pain and failed back surgery syndrome. The patient notified their healthcare professional¿s office that they felt like the drug was not as effective. This was described as feeling like previous withdrawal symptoms. The patient reports no falls or significant experience. The office read the pump confirming the concentration, dose, and volume were correct. The logs confirmed no alarms occurred. The patient¿s healthcare professional was out of town and provided oral medication as need (prn) until (B)(6) 2016. It was unknown if the issue was resolved at the time of report. The patient¿s status at the time of report was alive ¿ no injury. No surgical intervention occurred. It was unknown if any surgical intervention was planned. The patient¿s pump was nearing end of life of battery. Additional information was received on 2016-dec-12 that reported the patient¿s pump which was nearing battery depletion had also developed a catheter malfunction. There was no spontaneous flow of fluid from the catheter and no fluid could be aspirated. It was recommended the patient undergo replacement of their pump and insertion of a new intrathecal catheter. The lumbar region, left flank and abdomen were prepped and sterilely draped. Utilizing a tuohy needle the lumbar subarachnoid space was accessed on the first pass. Clear csf was obtained. A new intrathecal catheter was inserted. The abdominal pocket was re-opened and the pump was explanted. The previous catheter which was non-functional was doubly tied with 0 nurolon. The new catheter was then tunneled forward and then connected and secured to the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.